Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient's blood glucose level was over 400 mg/dl and she experienced symptoms of dizzy and had nausea. After calling the doctor, the patient removed the infusion device and went back to the multi-injection therapy. The patient's husband needed to help her remove the infusion device and prepare/inject the insulin. The patient was not taken to a medical facility.